Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10 visual examination of the returned product/provided pictures identified the bearing returned shows signs of wear and tear. There are gouges on the bottom side of the bearing and around the outside edge of the bearing. Measured the bearing and it is conforming to the print specification. The tray also shows signs of use and wear and tear. There are scuff marks on the top and bottom sides of the tray. There is wear and tear on the surface where the poly bearing would sit. Measured the product identifiers of the tray and the tray is conforming to the print specification. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. It was noted that patient noncompliance could be a factor. The reported event is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# sahtnem6; lot# 67066430. Item# 110030776; lot# 66735695. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a reverse shoulder arthroplasty on approximately four (4) months ago. Subsequently, the patient reported instability a couple of months post-implantation. Patient underwent a revision approximately three (3) months post-implantation, where it was discovered that the poly liner had disassociated from the humeral tray. The glenosphere, tray and poly were all exchanged during the revision. It was noted that the patient was not compliant with post-op instructions by not wearing their sling nor adhering to the rom guidelines suggested by the surgeon. Attempts have been made and no further information has been provided.